Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex enteral colonic stent was used during a bridge to surgery (bts) procedure performed in the hepatic flexure on (B)(6) 2015. According to the complainant, the stent was placed to reduce pressure prior to another procedure. During the procedure, the physician advanced the wallflex over the guidewire and attempted to deploy the stent but the handle could not be moved. The physician manipulated the handle with strong force and the outer sheath became separated from the handle. The stent failed to deploy and the device was removed along with the guidewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the dark blue outer sheath was partially detached and broken at two separate positions.

Manufacturer narrative:
Investigation results of catheter broken. Investigation results: a wallflex enteral colonic stent was returned for analysis. Visual examination of the returned device found that the distal handle was fully detached from the dark blue outer sheath. The dark blue outer sheath was broken at two separate positions and the catheter was kinked 78mm distal to the break site. The stainless steel tube was broken 92mm distal to the proximal handle and was severely kinked at various positions along its length. A visual and microscopic examination found no issue with the profile of the stent holder and the inner. During the product analysis, the investigator was able to deploy the stent by manually retracting the distal section of the dark blue outer sheath. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The damage identified during the product analysis were consistent with the application of excessive force on the device. The cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.